Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customers blood glucose (bg) level has been fluctuating for the past few weeks (200-300 mg/dl for high and no specific value for low bg provided). Customer stated that they have been sick. It was unknown if the fluctuating blood glucose levels was related to issues with pump or pump supplies. A bolus via the pump was delivered to address elevated bg levels and juice was consumed to address low bg levels. A recommendation was made for the customer to discuss bg levels with their healthcare provider.